Manufacturer narrative:
The investigation into the reported purge leak has been completed since the original report was filed. Product was returned for investigation. The leak test was performed and leak was found through the luer neck of filter. The cause of the leak was due to a crack at the filter joint. Instructions for use for the related event are as follows: "do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported a 71-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant had a cp-ECMO support ongoing for 2.5 hours when due to a purge line leak the pump was replaced. The replacement was at the suggestion of the physician in conversation with the medical team. No harm from interruption in support. The second impella cp supports the pump to date.